Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7099812.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient stated that the ipg becomes hot when charging and she experiences a burning sensation, she said that it also does not charge beyond 2 bars. In addition, she stated that she had spasms of the muscles in the neck in the trapezius and sternocleidomastoid muscles. The patient underwent a procedure in which the ipg was repositioned two cm under the skin to ensure it was not too deep and wrapped mesh to alleviate the burning sensation. The lead was also repositioned by being pulled down slightly. The patients' spasms were temporarily alleviated but have come back, and the patient is still experiencing burning sensation a difficulty charging. Imaging was performed and confirmed the proper placement of the lead. No devices will be returned as they all remain implanted.